Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 28-jun2024. H.6: investigation summary: unconfirmed: reported condition was not observed at bd.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard separated. The following was received by the initial reporter: we are have a processing issue with the ultrasafe passive needle guard x225 png clear on our ail4 optima line. Currently lot # 4005195 is impacted. I¿ve been informed that there may be a second lot identified during our night shift. I¿ve requested the details, I will forward them when received. We are currently running at approx. 10% scrap. The issue is not on all devices, but in large qtys within several boxes. The issue we are having is in relation to the hooks shown in the image below. The force required to push the syringe into the safety device is too large. Looks like the hooks are slightly deformed.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard separated. The following was received by the initial reporter: we have a processing issue with the ultrasafe passive needle guard x225 png clear on our ail4 optima line. Currently lot #4005195 is impacted. I've been informed that there may be a second lot identified during our night shift. I've requested the details; I will forward them when received. We are currently running at approx. 10% scrap. The issue is not on all devices, but in large qtys within several boxes. The issue we are having is in relation to the hooks shown in the image below. The force required to push the syringe into the safety device is too large. Looks like the hooks are slightly deformed.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard separated. The following was received by the initial reporter: we are have a processing issue with the ultrasafe passive needle guard x225 png clear on our ail4 optima line. Currently lot # 4005195 is impacted. I¿ve been informed that there may be a second lot identified during our night shift. I¿ve requested the details, I will forward them when received. We are currently running at approx. 10% scrap. The issue is not on all devices, but in large qtys within several boxes. The issue we are having is in relation to the hooks shown in the image below. The force required to push the syringe into the safety device is too large. Looks like the hooks are slightly deformed.

Manufacturer narrative:
Additional lot number was reported to be involved. The information of the additional lot number is as follows: the following fields were updated due to additional information: d4. Medical device lot #: 4009694. D4. Medical device expiration date: 31-dec-2028. H4. Device manufacture date: 09-jan-2024.